Event description:
It was reported that bd needle eclipse 18x1-1/2 rb safety mechanism failed it was reported by the customer that safety guard snaped attempting to put back on needle ,no guard available. Verbatim: rcc received a complaint via email. Email(s) attached. Cat# of product being complained: bd305766. Description of product: needle eclipse 18gx1.5in use ll syr sp=pk 100/pk 12pk/c. Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2023. Details of complaint (reported issue): safety guard snaped attempting to put back on needle ,no guard available. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: bd305766, lot#: 2336576. It was reported by the customer that safety guard snapped attempting to put back on needle ,no guard available. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4) hospital complaint reference #: (B)(4). Customer (hospital) name: healthcare mat mgmt serv. Customer address: (B)(6). Correspondence language: english. Cat# of product being complained: bd305766. Description of product: needle eclipse 18gx1.5in use ll syr sp=pk 100/pk 12pk/c. Lot or s/n: (B)(6). Complaint category: fail to function / defective reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): safety guard snapped attempting to put back on needle ,no guard available. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty:

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection on the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.